Manufacturer narrative:
Pump received with broken retainer, broken reservoir tube lip, missing reservoir tube o-ring. Unable to perform the displacement test or lock reservoir into place due to broken retainer. Pump also received with broken belt clip rails. (B)(4).

Event description:
The customer reported that the insulin pump was damaged. The customer¿s blood glucose level was 237 mg/dl. The customer reported that the reservoir lip ring had broken off the insulin pump and the belt clip rails were also damaged. The customer reported that the reservoir was able to lock in place. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.